Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. On (B)(6) 2019, the pacemaker system was explanted. The patient tolerated the procedure well. Related manufacturer reference number: 2017865-2019-17220, 2017865-2019-17221.

Manufacturer narrative:
The device was tested on the bench, and no anomalies were found.